Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging all keypad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/19/2016 with the following findings: the reported under responsive "up" "down", "ok" and contrast buttons complaint was unable to be investigated due to the blank display screen. The pump was opened; moisture corrosion was found on display connector and display flex cable. No moisture was found in the battery compartment. The audio bolus button was punctured; the bolus button was unable to be tested due to blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).